Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. (B)(4).

Event description:
It was reported that during a lap procedure on (B)(6) 2025, the device shut down by itself mid case. The procedure was completed successfully with a surgical prolongation of up to 30 minutes. No negative impact in state of health reported.